Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015 and elevated iop was observed postoperatively. A trabeculetomy was performed and the lens was explanted a week later. Cataract surgery was performed and an iol was implanted.

Manufacturer narrative:
(B)(4).